Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 310001-2016-0002. The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
On (B)(6) 2016 a premature infant had a premicath 1fr PICC inserted for pn and interlipid infusion. On (B)(6) 2016 the rn found the PICC line separated from the hub. The apn was called and the catheter measuring 12cm was removed. Catheter removed without injury.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). Vygon (B)(4), (the manufacturer of this product), reports the following: this complaint is not confirmed. The catheter ruptured just distal the anti-kink-collar. Microscopic examination showed a rough surface which is typical for a tensile fracture. From previous complaints we know different causes of a tensile fracture can occur: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Disinfectants: alcohol placed directly on polyurethane catheters can cause breakdown of the material increasing the likelihood of fracture. It is essential to let disinfectants dry completely before the catheter is placed on the skin, as alcohol or organic solvents can damage the catheter material. Betadine does include an alcohol based solution. As a growing number of customers increase the use of organic solvents with catheters, a special warning leaflet is inserted into each packaging along with a warning printed on the outside of each product's packaging. This is documented on CAPA (B)(4). As each catheter is leak- and flow-tested before packaging and the catheter having been in use successfully for 7 days, a manufacturing fault could be excluded. Corrective/preventative action: beside CAPA (B)(4) no further corrective action has been initiated by quality management.

Event description:
On (B)(6) 2016 a premature infant had a premicath 1fr PICC inserted for pn and interlipid infusion. On (B)(6) 2016 the rn found the PICC line separated from the hub. The apn was called and the catheter measuring 12cm was removed. Catheter removed without injury.